Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility administrator reported a case of thin lasik flap. Reporter indicated the flap tore upon lifting. Upon follow up, the reporter indicated the corneal flap was completed, but the flap was a little difficult to lift. Reporter indicated at post operative follow up, the patient reported being happy with vision results and only complained of minor foreign body sensations and mild hazy vision. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A field service engineer (fse) visited the site to evaluate the system for the reported event. The fse cleaned the objective as a proactive measure and found the system to meet specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).